Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error after he dropped the pump in a sink full of water. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump had traces of moisture were noted at lcd assembly per visual inspection. The insulin pump was received broken battery tube threads , cracked battery cap, cracked case at display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window and minor scratched lcd window. The insulin pump was received with stained end cap sticker.